Manufacturer narrative:
Submit date: 03/25/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer states at the time of inspection, the power cable seemed worn out. The outer coating was ruptured and inner copper wire was exposed.